Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device not returned to manufacturer for evaluation. However, site stated that the system was fully functional. Issue resolved on call

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting up the system, the monitor became unresponsive and it stated "connection not ready". There was no patient present.